Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2022 due to right ventricular (rv) failure and dementia. The patient did not have a history of right heart failure prior to ventricular assist device (vad) implant but there were no device related issues that would have contributed. The device operated as expected and the patient's death was not considered to be device related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricle assist system (lvas), and the patient's outcome could not be conclusively determined through this evaluation. The device operated as intended, and will not be returned for evaluation. The relevant section of the device history records were reviewed for the lvas and the device was found to pass all manufacturing and quality assurance specifications. The heartmate ii lvas IFU, rev. C and the heartmate ii patient handbook rev. C are currently available. Section 1 of this IFU lists potential adverse events, including right heart failure and death, that may be associated with the use of the heartmate ii left ventricular assist system. Section 6, under "postoperative patient care", cautions: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." Section 6, under "right heart failure", discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.